Manufacturer narrative:
A ge service representative performed an on site investigation. The memory module was repaired. The system was then found to be operating as intended.

Event description:
The customer's reported the systems' memory module required replacement. No report of pt injury.